Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port and usb cable was damaged, the cable end broke off into the pump resulting in difficulties charging the pump. The customer's blood glucose level was 114 mg/dl. A replacement cable was sent to the customer to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.